Manufacturer narrative:
Investigation was completed and the results are as follows: visual inspection was conducted and there were no signs of damage in the inner, outer cannula, gears, bearing or tubing. Functional testing was conducted, when we tried to connect the tissue filter, it had an abnormal noise, and the console didn¿t read it. We tried to install different filters, but the problem kept appearing. The base of the filter was changed and the original filter of the device was installed and the problem disappeared. The device takes could take samples without issue. Additionally, we compared both bases of the tissue filter, and it was observed that the cover of the base had been moved. The complaint could not be confirmed for the problem reported but can be confirmed for the issues with the cover.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on september 25, a biopsy procedure was performed and during the procedure a vacuum error was received and had to replace the needle. The doctor put another needle on and were still unable to proceed due to errors. Procedure was aborted after needle had been inserted into patient. Procedure rescheduled, no additional treatment or medication were required for the patient. No additional information available.